Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose, the pump's piston is not going down when it rewinds, an error in the motor was detected by reading unexpected value from hall sensor (pump error 43) alarm, the battery failed alarm, and the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 409 mg/dl and a sensor glucose value of 343 mg/dl. The customer reported hyperglycemia was treated with a manual injection/insulin pen. The event involved products mmt-1884, mmt-442ag, mmt-342, and mmt-7040a. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. The customer was able to clear the error but was unable to complete the rewind process, and the customer did not receive another alarm after replacing the battery. The sensor glucose vs. Blood glucose difference was not within the target range. No further patient complications were reported. No product return is required for mmt-442ag, mmt-342, and mmt-7040a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device. Frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm, failed battery test alarm or rewind anomaly noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (8) pump error 43 alarms found in the pump history file/trace on (B)(6) 2025 started from 18:20:09 to 20:09:14. (3) failed battery test alarms found in the pump history file/trace on (B)(6) 2025 at 18:30:21, 18:30:44 and 19:37:36. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Rewind anomaly was not confirmed. Failed battery test alarm was not confirmed. Pump error 43 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.